Event description:
Pt developed a post op subdural hematoma with the implanted valve. The valve was reprogrammed to 140-150mm h2o on july 22 but the valve pressure read 160mm in july 2005. The valve was then reprogrammed to 200mm twenty five days later. A billateral craniotomy was performed to drain the subdural hematoma. The valve remains in the patient. Patient is improving, however, the surgeon has a concern that overdrainage may have occurred due to device malfunction.